Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during a neurovascular procedure the operator used a guidewire to work with a microcatheter to bring the subject intermediate catheter to the target location. However the microcatheter could not be advanced in lumen of the subject intermediate catheter and dsa (digital subtraction angiography) showed the contrast agent leak from subject intermediate catheter. The operator withdrew the subject intermediate catheter to check and found the soft transition area of the subject intermediate catheter was flat and the contrast agent went into vessel from lumen with diffuse form. It was reported that the soft transition area of the subject intermediate catheter was inside the patient body when the leak occurred. The subject intermediate catheter was replaced with another one to reach the thrombus and worked with retriever to finish the procedure. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The catheter shaft was seen to be kinked/bent at 115cm and 117.8cm. The catheter was flushed, and a leak was present at 112cm from the hub. The catheter shaft was seen to be flat at 71cm. The catheter tip was seen to be flat. Functional inspection: the catheter was flushed and a leak was seen at 112cm. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported catheter shaft leaked during use was confirmed during analysis. The reported catheter shaft friction could not be duplicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to the procedure and the anatomy was moderately tortuous. An assignable cause of procedural factors will be assigned to the as reported of catheter shaft friction, as reported/as analyzed code, catheter shaft leak during use and the as analyzed defects of catheter shaft kinked/bent, catheter shaft flat/crushed and catheter tip flat/crushed as these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during a neurovascular procedure the operator used a guidewire to work with a microcatheter to bring the subject intermediate catheter to the target location. However the microcatheter could not be advanced in lumen of the subject intermediate catheter and dsa (digital subtraction angiography) showed the contrast agent leak from subject intermediate catheter. The operator withdrew the subject intermediate catheter to check and found the soft transition area of the subject intermediate catheter was flat and the contrast agent went into vessel from lumen with diffuse form. It was reported that the soft transition area of the subject intermediate catheter was inside the patient body when the leak occurred. The subject intermediate catheter was replaced with another one to reach the thrombus and worked with retriever to finish the procedure. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
We have addressed the FDA request, received via email on 10 july 2024: ¿upon review, we have determined that the information about the suspect medical devices involved in the reported events, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a, is incorrect." "In addition, please ensure that device identification data submitted in the suspect medical device section of the FDA form 3500a matches the device identification data in the gudid." We have reviewed the device identifier (di) and confirm that it is accurate and in alignment with the hl7 specifications released in 2017. The 510(k) number has been corrected from k183463 to k173841 in accordance with the global unique device identification database (gudid).

Event description:
It was reported that during a neurovascular procedure the operator used a guidewire to work with a microcatheter to bring the subject intermediate catheter to the target location. However, the microcatheter could not be advanced in lumen of the subject intermediate catheter and dsa (digital subtraction angiography) showed the contrast agent leak from subject intermediate catheter. The operator withdrew the subject intermediate catheter to check and found the soft transition area of the subject intermediate catheter was flat and the contrast agent went into vessel from lumen with diffuse form. It was reported that the soft transition area of the subject intermediate catheter was inside the patient body when the leak occurred. The subject intermediate catheter was replaced with another one to reach the thrombus and worked with retriever to finish the procedure. No clinical consequences were reported to the patient due to this event.